Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the forceps elevator had foreign material. In addition, the forceps could not be inserted due to restrictions inside the biopsy channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an fnac needle broke from the handle and the insertion part of the needed became stuck in the evis exera ii ultrasound gastrovideoscope channel. The customer was unable to remove the needle from the channel and the procedure was aborted. During a standard service inspection of the customer returned device, the forceps elevator had foreign material. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.